Event description:
Customer reports that pressure transducer test failed during pre-use check.

Manufacturer narrative:
Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.